Event description:
The pt ((B)(6)) was implanted with an ipg in (B)(6) 2010. It was reported that a low battery warning was observed on the programmer for the pt's ipg beginning in (B)(6) 2010. Further investigation revealed that the ipg battery appears to be exhibiting passivation. The warning message was successfully cleared on the pt's programmer. No surgical intervention is required to be undertaken. The exact implant date as well as the lot and serial number of the ipg are unk.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.